Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hbg) and hematocrit (hct) results from a single pt sample generated by coulter act 5diff autoloader hematoloy analyzer. An inital hgb result was 8.4g/dl. An initial hct was 24.0%. Both results were printed with "l" flag. The hgb and hct results were reported out of the lab. On the next day, a fresh sample was collected from the pt and tested for hgb and hct. The hbg results was 12.1g/dl. The hct result was 35.3%. The redrawn sample was re-tested and similar results for hbg and hct were obtained. (See b6) the cutomer then re-tested the pt original sample for hbg and hct. The repeated hgb was 11.6g/dl. The repeated hct was 33.9%. Again, both results were printed with "l" flag. Based on available info, there was no impact to pt treatment that can be attributed to this event.